Event description:
Investigation revealed the text on the display screen was dim; the letters had a red hue. The battery compartment was also cracked along the side of pump. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the investigation was completed with the returned battery cap. Investigation revealed the text on the display screen was dim; the letters had a red hue. The battery compartment was also cracked along the side of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).